Event description:
A telemetry system alarm did not activate three of four statview alarm notification system receivers assigned to the patient in alarm. The customer reports this problem did not cause or contribute to the patient outcome.